Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(6) 2016 that on (B)(6) 2016 the patient experienced a transmitter failed error. No injury or medical intervention was reported. Product data was returned for evaluation. Data was reviewed on 08/15/2016. The reported event of transmitter failed error was not confirmed. A root cause could not be determined. The complaint device has been received. A follow-up report will be submitted upon completion.

Manufacturer narrative:
(B)(4).

Event description:
The transmitter was returned for evaluation. A visual inspection was performed and no defects were found. Voltage testing was performed and the test failed, the transmitter has no voltage. A review of the shared log did not confirm the reported event of a transmitter failed error. The root cause was could not be determined.